Event description:
When needle was introduced into tissue, the needle broke from the suture. Needle could not be located. Needle seen on x-ray (intro-op) but unable to retrieve it during surgical procedure.